Event description:
In this event it was reported that while using qmix, a patient began experiencing a tingling and burning sensation around the site. The doctor vacuumed out the qmix and the patient began experiencing swelling of the lip, then nose and by the second day the patient's eye had swollen shut. It is unknown if the patient required intervention. Follow up is not yet complete.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.